Event description:
A malfunction alarm labeled malf 12 was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.